Manufacturer narrative:
Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history was performed and this is the 1st complaint received for this issue on this lot number. Clinical testing could not be performed as the instructions for use (IFU) for this product does not specifically claim a yield of cells rather a percent recovery of the patient's whole blood cell count. This complaint is unable to be confirmed with respect to poor yield. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced insufficient additive quantity. The following information was provided by the initial reporter. The customer stated: it was reported that the cell yield was significantly lower than it should be. I received a call from a customer who was needing some technical support with the cpt tubes. They ran two tubes last week with whole blood and the cell yield was significantly lower than it should be and he wants to know why and any way how to trouble shoot.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced insufficient additive quantity. The following information was provided by the initial reporter. The customer stated: it was reported that the cell yield was significantly lower than it should be. I received a call from a customer who was needing some technical support with the cpt tubes. They ran two tubes last week with whole blood and the cell yield was significantly lower than it should be and he wants to know why and any way how to trouble shoot.